Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) - the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that there was no interrogation possible, no pacing and no magnet rate on the implantable pulse generator (ipg). The ipg was explanted and replaced. No patient complications have been reported as a result of this event.